Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) events ranging between 49-66 mg/dl; cause was unknown. Fruit chews were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a review of the log indicates that the lowest bg reading on (B)(6) 2019 was 140 mg/dl. Blood glucose (bg) values from 48-52 mg/dl were recorded by continuous glucose monitor (cgm) from 2:09:31 am to 2:19:33 am on (B)(6) 2019. Cgm alert 1 (cgm low alert) enunciated at 2:09:31 am and 2:19:33 am. On (B)(6) 2019, approximately 5 and 3.5 hours prior to the low bg, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.